Event description:
The customer reported unknown number of false positive results with ID now covid-19 2.0 assay performed for the patient on unknown dates. Confirmation pcr testing was performed with the patient generating negative results. No additional information, including patient outcome or treatment was provided at the time of this report.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m225094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000c / lot m225094 and test base part number 193-430 / lot m225094. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m225094 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : other - device not returned; single use device.

Event description:
The customer reported unknown number of false positive results with ID now covid-19 2.0 assay performed for the patient on unknown dates. Confirmation pcr testing was performed with the patient generating negative results. No additional information, including patient outcome or treatment was provided at the time of this report.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m225094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot m225094. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. H3 other text : other - device not returned; single use device

Event description:
The customer reported unknown number of false positive results with ID now covid-19 2.0 assay performed for the patient on unknown dates. Confirmation pcr testing was performed with the patient generating negative results. No additional information, including patient outcome or treatment was provided at the time of this report.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device not returned; single use device.